Event description:
Reporter indicated a vns patient was experiencing chest pain and was hospitalized. Cardiac issues have been ruled out as a causative factor. The patient's magnet has been placed over the generator to temporarily disable to the vns therapy system. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Reporter indicated the patient was scheduled for generator revision surgery. Follow up revealed the generator was not replaced. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up revealed the patient underwent surgery for "left anterior axillary fold incision with excision of scar and repositioning of pulse generator." The generator was not explanted.

Manufacturer narrative:
This report is not late, as supplemental report # 3 was unable to be submitted using MFR report # 1644487-2008-01557 due to technical issues experienced with the emdr system. Supplemental report # 3 was previously submitted using MFR report # 1644487-2019-00467 as an initial report, but all future supplemental reports will be submitted using MFR report # 1644487-2008-01557.

Event description:
The patient has been referred for vns system explant due to generator migration and discomfort. The patient's surgeon has confirmed that the explant surgery is for patient comfort, and not to preclude serious injury. It was reported that the generator has migrated into the patient's breast since the patient has lost 300 lbs. The patient's weight loss has been attributed to lifestyle choices, with the patient reportedly walking 5 miles a day. The patient states that the generator is now causing discomfort, which the patient believes is the result of the generator migration. The patient stated that the generator has been depleted for several years, however they have remained seizure free. No known surgical intervention has occurred to date. No other relevant information has been received to date.